Event description:
The customer reported that the device jammed during the procedure. It is unk what part of the device was jammed. There was no pt injury. No add'l info is available from the site.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.